Event description:
We received an allegation of an underestimation of non-reproducible cardiac troponin t results from a journal article. In may-2019: case report patient 1- the initial result of the initial sample was 102.0 ng/l. The result of a 2nd sample after 5 hours was 15.1 ng/l. The repeat result of the initial sample was 14.4 ng/l. The repeat result of the 2nd sample was 14.0 ng/l. In dec-2019: case report patient 2- the initial result of the initial sample was 84.0 ng/l. The result of a 2nd sample was 6.8 ng/l. The repeat result of the initial sample was 5.3 ng/l. Case report patient 3- the initial result of the initial sample was 393.0 ng/l. The result of a 2nd sample after 3 hours was 10.3 ng/l. The repeat result of the initial sample was 12.0 ng/l. The repeat result of the 2nd sample was 13.0 ng/l. In sep-2020: case report patient 4 - the initial result of the initial sample was 42.3 ng/l. The result of a 2nd sample after 4 hours was 10.8 ng/l. The repeat result of the initial sample was 11.8 ng/l. The repeat result of the 2nd sample was 12.0 ng/l. The article is attached to this report. The reagent lot number and the expiration date used were not provided.

Manufacturer narrative:
The journal article is "the underestimated issue of non-reproducible cardiac troponin I and t results: case series and systematic review of the literature" by julien favresse*, jean-louis bayart, damien gruson, sergio bernardini, aldo clerico, and marco perrone. Clin chem lab med 2021; 59(7): 1201¿1211.